Manufacturer narrative:
(B)(4). The device was returned to baxter and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). This condition was caused by a blown fuse. The fuse was therefore replaced to correct the observed condition. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation, a colleague infusion pump was found to have a battery with no power due to a blown fuse. This condition has potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.